Event description:
This catheter was successfully placed. It was noted a few weeks post placement, this drainage catheter had fractured. The device was removed intact via the proximal end and another catheter was placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Therefore, the company is unable to determine if the device met specifications. The company follow up revealed this catheter was being used as a feeding tube, which is a non indicated use of this device. However, without evaluating the device the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".